Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing dept. Received reel, ac pwr.cord with a reported unit failure of the protective ground resistance being >0.35 ohms. The fat performed a visual inspection and found the part to be in good condition. Tested the power cord with a multimeter and found that the ground lead wire was faulty. This would cause the protective ground resistance to be higher than 0.35 ohms. Fat was able to verify the reported failure but no root cause able to be defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10,h11. A getinge field service engineer (fse) noticed that the protective earth resistance was > 0,350, so he replaced the line cord assembly, part (0012-00-1688-02) type e/f plug. Performed pm and safety check, repair done.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) of the cardiosave intra-aortic balloon pump (iabp), the stm noticed that the protective earth resistance was > 0,350. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.